Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced device extrusion and an infection at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date. The explanted device was discarded and will not return for analysis.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. The recipient's device was activated.

Manufacturer narrative:
On (B)(6) 2017, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection has reportedly resolved. A review of the device history record noted no rework.